Manufacturer narrative:
Attempts were made to obtain complete patient information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2019 wherein a lead was unable to be implanted properly due to the patient's scar tissue impeding the procedure. The physician abandoned attempting to implant a lead at that location.